Event description:
Customer reported having air bubbles in the tubing and stated that insulin is not at room temperature before she uses it in the insulin pump. Through troubleshooting the air bubbles were removed. Customer's blood glucose reading at the time of the call was 443 mg/dl and is treating with the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.